Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers (B)(6) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on 27 august 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).

Event description:
During an internal review on (B)(6) 2013 for (B)(6) it was discovered that plate (B)(6) to the (B)(6) assay had a sample well that did not pipette. (B)(6). This was sample. Testing date (B)(6) 2013. Upon discovery, cts is contacting the customer to confirm that the directions in the customer letters (B)(6) were followed and the plate was aborted by the user due to the "no tip" error (hamilton error code 8). The customer stated after reviewing the source data, the customer has verified that the sample ID that was listed in the call was not tested on the osp. The plate was aborted/invalidated prior to processing on the osp and no sample results were obtained.